Event description:
A (B)(4) field svc rep received the following info from the site on (B)(6) 2013. The CT technologist reported that she had prepped a pt for an exam on (B)(6) 2013, by starting an IV in the typical area near the fold of the elbow but wrapped the tubing around the pt's hand to prevent the IV from pulling out. She then instructed the pt to raise their hands and place them on the gantry of the scanner. The pt complained of feeling a shock and seeing a flash of light around their hand. The technologist went out into the exam room, checked the pt, did not notice any injury, and proceeded with the procedure. On (B)(6) 2013, the pt received medical intervention for a second degree burn which included an application of silvadene cream, a gauze dressing, and a tetanus/diphtheria immunization. As of this date, the pt has not required any additional medical intervention.

Manufacturer narrative:
A sys svc check of the stellant injector, performed on (B)(4) 2013, confirmed the stellant injector was operating within medrad specifications. There is no evidence of equipment malfunction. Additional applications training has been offered to the site and we are awaiting their response.